Event description:
A report was received that the patient developed redness, soreness and warmth around the ipg site. The physician believed that the patient was allergic to the ipg. The patient underwent an explant procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2218-70 serial #: (B)(4), description: linear st lead, 70cm. Model#: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm. Model#: sc-3138-35, serial #: (B)(4), description: scs phiii ext 35cm. Model#: sc-4316, lot #: 16480437, description: next generation anchor kit-sterile. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.